Event description:
Additional information was received indicating that the malfunction happened while testing.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern was unable to be duplicated. Service will replace the downstream occlusion (dso) sensor for preventive measure. Service also performed a full preventive maintenance and functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed every time latch was closed. No adverse effects reported.